Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. No parts were returned to the manufacturer for evaluation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a lumbar probe outside of a procedure. It was reported that the probe was damaged. There was no patient present when this issue was identified. It was not reported if the instrument was able to pass verification.